Event description:
The customer reported the phoenix machine alarmed "maximum transmembrane pressure alarm 68". The nurse visualized blood in the dialysate w/o the blood leak alarm. Treatment was ended and the blood was not returned to the pt. The pt complained of abdominal pain after treatment ended. The pt's vital signs were stable, and he was discharged home. Later that evening the pt was admitted to the hospital with a reported diagnosis of hemolysis and expired the following morning.

Manufacturer narrative:
Initially, gambro was granted permission to inspect the phoenix machine. However, the facility later denied gambro access to the machine. The disposables were discarded and not available for investigation. According to the nurse manager, no add'l info related to this event will be provided.